Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. A02667-invalid) for female sterilisation. The patient had a medical history of pelvic pain female, parity 5, multigravida, ovarian cyst, blood pressure high, heart disease, unspecified, high cholesterol, blood pressure high, pancreatic cancer, urinary frequency, dysfunctional uterine bleeding and live birth (6). The patient had a family history of pancreatic cancer and heart disease, unspecified. Concurrent conditions were listed as dysuria and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3239 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2021: hysterosalpingogram: clinical indication: essure follow exam to ensure tubal occlusion. Finding: there is no evidence of contrast spillage through the tube. There is occlusion at the site of the proximal aspect to essure device. Impression: bilateral tubal occlusioni conferme. [Ultrasound scan] on (B)(6) 2014: ultrasound in uterus, 4 cm ovarian cyst simple. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no: a02667) for female sterilisation. The patient had a medical history of pelvic pain female, parity 5, multigravida, ovarian cyst, blood pressure high, heart disease, unspecified, high cholesterol, blood pressure high, pancreatic cancer, urinary frequency, dysfunctional uterine bleeding and live birth (6). The patient had a family history of pancreatic cancer and heart disease, unspecified. Concurrent conditions were listed as dysuria and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3239 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2021: hysterosalpingogram: clinical indication: essure follow exam to ensure tubal occlusion. Finding: there is no evidence of contrast spillage through the tube. There is occlusion at the site of the proximal aspect to essure device. Impression: bilateral tubal occlusion conferme. [Ultrasound scan] on (B)(6) 2014: ultrasound in uterus, 4 cm ovarian cyst simple. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Product lot number added .medical history & lab data added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.